Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via health canada¿s medical devices online database: "(B)(4): unexpected medical intervention. (B)(4): obstruction of flow. (B)(4): break." No other information regarding the event was provided.